Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported readings were low, 130 mg/dl and 140 mg/dl, resulting in a reduction of patient's insulin based on results. Symptoms did not match readings. Patient was rushed to hospital after being tested at the pharmacy and admitted to ICU with blood glucose reading of 640 mg/dl; treated with IV therapy.